Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. No product was returned. The rt log confirms low pump flow and shows a suction alarm occurring throughout the duration of support. The cause of the low pump flow was most likely a cannula kink based on the provided clinical information. As noted in the impella IFU: impella cp with smart assist system section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support. Sixteen minutes after impella support started, the catheter was found to be kinked near impeller with suboptimal flows of 0.9l/min observed. Successfully replaced pump before the procedure. It was reported that the patient survived the procedure.